Event description:
It was reported that during routine inspection of his field equipment, a sales consultant, noted that the threaded portion of one of the device was severely worn and the tip of the other holding sleeve was both worn and broken. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A product evaluation was performed. The investigation of the complaint articles has shown that: two matrix holding sleeves (part# 03.632.036, lot# 6746388 mfg. Dec 2011) was returned with the most distal threads of one sleeve broken and the other worn and chipped. Off axis loading or over-threading the holding sleeve into the screw head may have caused the complaint conditions. Replication of the returned device is not applicable since the sleeve was returned broken. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instruments were manufactured in dec 2011, after these changes were applied. The complaint conditions may have been caused by over-threading, off-axis loading during insertion, or due to force being applied while the sleeve was not fully seated in the screw. The returned conditions agree with the complaint description and so the complaint is deemed confirmed, this investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4) manufactured the holding sleeve-long for matrix, p/n 03.632.036, revision ¿j¿, lot number 6746388, per po number 1303845, dated december 16, 2011, for (B)(4) parts. The lot was manufactured to and met specifications as noted in the certificate of compliance, dated december 15, 2011; and was inspected and conformed to the synthes incoming final inspection sheet number (B)(4) revision ¿p¿ on december 27, 2011. (B)(4) parts were released to the warehouse on december 29, 2011. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.